Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the loop was broken with evidence of being burned. Cautery pin was inspected and was found to be within manufacturing specification. The complaint was confirmed, the loop broke. The review and analysis of all available information failed to indicate a definitive root cause of this complaint. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a sensation medium crescent snare was used during an endoscopic mucosal resection (emr) procedure. According to the complainant, during the procedure, the snare loop broke when current was delivered. It was also noted that the snare could not be securely attached to the active cord. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium crescent snare was used during an endoscopic mucosal resection (emr) procedure. According to the complainant, during the procedure, the snare loop broke when current was delivered. It was also noted that the snare could not be securely attached to the active cord. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.